Event description:
The customer alleged an audible alarm failure. The nellcor puritan-bennett customer support engineer inspected the device and attempted to induce the reported fault. No parts were replaced. The unit passed extended self testing. It is not verified that the alarms failed to activate and no malfunction may have occurred. This report is not an admission by nellcor puritan-bennett that this device caused or contributed to the event alleged in this report.